Event description:
The customer tested his blood glucose using 2 contour next usb meters and received readings of 80 and 155mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided. At the customer's request ,control solution was sent for further troubleshooting.